Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter loop was kinked. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed 12 injections were performed with balloon catheter 2af284 / 62767-61, and showed inflations at multiple injections were not sustainable. Upon visual inspection of the mapping catheter, 990063-020, results showed the loop array was misshaped and the pebax tubing was ribbed at multiple locations. The reported issue was reproduced. The reported issue does not indicate achieve catheter manufacturing related defect. In conclusion, the reported issue has been confirmed through testing. The mapping catheter failed the inspection due to a misshaped array and ribbed pebax. If information is provided in the future, a supplemental report will be issued.